Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced on (B)(6) 2016. The patient's condition was good post procedure.